Event description:
Incident involving co's sc9000xl patient monitor falling off co's infinity docking station device. The monitor fell, striking a customer nurse on the hip and ankle, as they were standing alongside co's clinical rep. Co's clinical rep. Described the situation, whereby nurse was in the process of disengaging the docking station lever (used to engage/disengage monitor power & secure the monitor). The monitor reportedly flew off the docking station to their left, striking the nurse. This incident occurred during routine service, while co's clinical applications specialist was performing a product software update. No serious injuries were reported, only minor soreness.